Event description:
The consumer reported the following change in therapy: intermittent/erratic. It was reported the consumer had much stronger stimulation during transition normally from bending over to standing up. The sensation lasted about 20 seconds, but there were 2 times where the higher stimulation sensation didn't go away for minutes. No trauma or falls were reported that could be related to the issue. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the much stronger stimulation during transition were that they were mis-programmed initially for auto at that transition. It was noted it was too quick and it thought they were lying down to standing up position. The steps taken to resolve the reported issue were they were reprogrammed to a much more gradual transition for them to handle on a regular basis. They were also given additional capability to help them with their pain and functioning throughout the day with different activities. It was noted they were left satisfied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.